Manufacturer narrative:
E1: initial reporter phone: (B)(6). Device evaluated by MFR.: gladiator elite 6.0 x80, 40cm was returned for analysis. A visual examination identified that the balloon was not folded which indicates that it was subjected to positive pressure. A complete balloon circumferential tear was identified located approximately 45mm distal of the proximal balloon bond. From the circumferential tear both the proximal and distal sections of the balloon material were also torn longitudinally along the entire length. No other issues were noted with the balloon material. A visual examination observed no damage to the tip of the device. A visual and tactile examination found the shaft of the device to be severely stretched between the distal and proximal balloon bonds. The shaft was also found to be kinked at more than one location. This type of damage is consistent with excessive force being applied to the device. Both markerbands were present on the shaft of the device. The distal markerband had moved proximally on the shaft most probably due the damage to the shaft. The proximal markerband was damaged but remained in the correct position on the shaft. This concludes the product analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in arteriovenous fistula. A 6.0 x80, 40cm gladiator elite balloon catheter was advance for dilatation. However, during procedure, the balloon was broken. The device was removed, and the procedure was completed with another of same device. There were no patient complication nor injuries reported and the patient was stable following the procedure. It was further reported that the target lesion was moderately tortuous and severely calcified with 70%-80 stenosis. The balloon ruptured during inflation at 20 atmospheres for 40 seconds.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in arteriovenous fistula. A 6.0 x80, 40cm gladiator elite balloon catheter was advance for dilatation. However, during procedure, the balloon was broken. The device was removed, and the procedure was completed with another of same device. There were no patient complication nor injuries reported and the patient was stable following the procedure. It was further reported that the target lesion was moderately tortuous and severely calcified with 70%-80 stenosis. The balloon ruptured during inflation at 20 atmospheres for 40 seconds.

Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in arteriovenous fistula. A 6.0 x80, 40cm gladiator elite balloon catheter was advance for dilatation. However, during the procedure, the balloon was broken. The device was removed, and the procedure was completed with another of same device. There were no patient complications reported, and the patient status was stable.